Event description:
Coordinator called to report customer was hospitalized for diabetic keto-acidosis. Inquired on how to clear basal rates. Stated the entire set had been disposed of at the hospital and did not want to do any further troubleshooting.